Event description:
The user facility reported that the guide wire was "missing hydrophilic coating in spots" after it had been used during an interventional procedure. The user facility confirmed that there was no impact to the patient and their condition was identified as "stable." No other additional event specific information was able to be provided by the user facility.

Manufacturer narrative:
(B)(4). The involved device was received for evaluation by qa at the manufacturing facility on (B)(4) 2012. Examination of the returned sample confirmed that: (1) the distal end of the device had been pinched from both sides by some force during use; (2) as a result, the device was caused to fracture at approximately 4-mm from the distal end; and (3) that portion of the device tip was not returned from the user facility. Inspection & testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies, the guide wire coating had been properly applied along the entire returned sample & product performance specifications were met. The production lot number is not known by the user facility and cannot be determined by examination of the returned sample without the original packaging. Unfortunately, this prevents a meaningful review of relevant production or complaint records. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is most consistent the guide wire having been pinched, and then, cut by a sharp instrument, such as scissors. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: (1) "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (3) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).